Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision was performed due to acute patient discitis and epidural abscess. The surgeon removed matrix instrumentation from l3 -l5 and preformed posterior instrumented fusion on l3 -l5. New hardware was implanted and it was reported patient is doing fine. This is report number 20 of 20 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: mnh, mni, kwq, kwp. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.